Manufacturer narrative:
(B)(4). The bipolar shell was returned in excellent condition. There is no plastic, plastic residue, or evidence of any substance being stuck to the surface of the device. The shell was packaged using a poly bag. Physical evaluation of the returned 47mm outer diameter, multipolar bipolar metal shell, could not confirm the presence of plastic or plastic residue on the device surface. This device is used for treatment. Review of the complaint history indicated no prior complaints for this specific part-lot combination. Product compatibility was not assessed. Further review of historical complaints for adhering poly bag to the polished device surface confirmed that the reported issue does not fall under the scope of previously investigated complaints. The device was packaged using the low density polyethylene bag (ldpe). The alleged condition could not be confirmed as the ldpe bag was not returned. No residue was found on the returned device. Based on the information provided, a definitive cause for the reported condition could not be determined. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that a plastic material was stuck onto the cup shell surface.